Event description:
Adverse event(s): "the case was delayed an hour" (surgical procedure, delayed). Product problem(s): "footswitch would not respond" (device inoperable). The nurse reported the footswitch would not respond when depressed. The surgeon had just started the case. The surgery was stopped. A footswitch was borrowed from a sister facility. The case was delayed an hour. The case resumed and was completed as planned. No pt injury was reported.

Manufacturer narrative:
The facility ordered a new footswitch. The facility did not request service. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).